Manufacturer narrative:
(B)(4). One marked spring wire guide was returned by the customer for evaluation. The ars sample mentioned in the complaint was not returned for analysis. The returned swg sample was visually examined and measured. The distal end of the swg was bent and offset coils were observed at 2.1 and 2.3 cm from the distal tip. Under magnification, both end welds are completely intact and no other defects were observed. A manual tug test on each end confirmed that there were no separations in the core wire. The od of the swg was measured and met specification. Functional testing could not be performed without the ars and introducer needle with no findings relevant to this complaint. The reported complaint of swg/ars resistance could not be confirmed since the ars sample was not returned for evaluation. The returned swg sample had a bend and offset coils near the distal tip but otherwise met specifications. The device history record review found no evidence to suggest a manufacturing related cause. Based on this information and without the ars for testing the potential cause of this issue cannot be determined.

Event description:
It was reported the procedure was being performed on a (B)(6) male pt, height (B)(6), weight (B)(6). During insertion into the pt's right internal jugular, the physician experienced difficult to shift back the guide wire into the straightener of the advancer. Afterwards, the wire hooked inside the raulerson syringe. Once the wire was removed, they noticed the j-tip of the wire was bent. The physician was able to insert the wire through the syringe but with difficulty and the catheter was placed successfully. There was no delay in treatment and no pt death or complication reported.